Event description:
The customer reportedly obtained the blood glucose result of 171mg/dl on the accu-chek compact plus system. She was asymptomatic. The customer has been diagnosed as hypo-unaware. One minute later she passed out. Her blood glucose result was 23mg/dl (same system). Her spouse attempted to treat her without success. The paramedics were called and the customer's blood glucose result was 19mg/dl on the professional meter (unknown time). The customer was treated with glucose intravenously. She woke up after treatment with the blood glucose result of 118mg/dl on the professional meter. New system sent and return requested.